Event description:
During a procedure doctor has having problems with the piranha system, a laser enucleation system. Doctor tested a number of equipment set ups and connections before getting the system to working properly and completed the procedure as scheduled. Once system was working doctor found the bladder was nicked. The system consists of the following devices: pump kit (includes: suction pump, power cord, foot pedal, filter, vacuum tube, bottle bracket, filter & connecting cable), endoscope, morcelletor handpiece, power control unit, morcellator blade. The morcellator blade is the suspect device which nicked the bladder.